Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient¿s father reported the patient¿s cgm value was 93 mg/dl; however, the bg value was 30 mg/dl. The patient was hospitalized for three days and unspecified medical intervention was performed. The event occurred three days after the sensor had been inserted into the abdomen. The reported glucose values fall within the c zone of the parkes error grid. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The root cause could not be determined. No additional patient or event information is available.